Event description:
It was reported that a medfusion¿ medfusion® 4000 wireless syringe infusion pump was returned to smiths-medical for a software issue. The reported product fault did not occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection found the device in excellent condition. A review of the event history log was unable to be performed due to entering fail-safe mode. Functional testing involved power-up process testing and found that the device went to system failure and to fail-safe mode. It was observed that the main pcb board did not work as intended. No external damage was observed on the main board. Based on the evidence, a root cause was unable to be determined.